Event description:
The customer stated that the unit had intermittent problems with the external pacing function. The unit could not capture the patient's ECG waveform. They changed lead electrodes and pads without success. The customer used another device to provide the external pacing therapy to the patient. There was no patient harm attributed to this failure.

Manufacturer narrative:
Manufacture's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the external pacer function upon powering up the unit. They isolated the error to intermittent connections on connector j2 on the preamp board. The intermittent connections interfered with the device's ability to analyze capture beats, which is necessary to deliver pacer pulses. They replaced the cable and connector per service procedure to resolve the issue. After cable replacement, the device passed testing and returned to the customer.